Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the asymptomatic patient presented in clinic the day after a right atrial lead implant. During the device check, high capture thresholds and poor sensing were noted on the atrial lead. The lead was determined to be dislodged. The physician decided to explant and replace the lead. The patient was stable before, during, and after the procedure.